Manufacturer narrative:
The reported event of unable to interrogate was confirmed. The device was with no output and no telemetry upon receipt. The device was cut open and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found battery depletion was premature. Analysis revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the cause of the high current which drained the battery prematurely consistent with the reported event.a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was unable to be interrogated during device preparation at the hospital. The pacemaker was not used and replaced. There were no patient involvement.